Manufacturer narrative:
Per the instructions for use, device malposition and pvl requiring intervention are known potential adverse events associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, per report, a combination of patient (horizontal aorta, severely calcified native valve) and procedural factors (possibly undersized valve) may have contributed to the aortic deployment and subsequent pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, a 26mm sapien valve was positioned 50:50; however, during deployment the valve shifted and landed 95:5 aortic, which resulted in 3+ paravalvular leak (pvl). The valve was post dilated with an additional cc of fluid but there was no improvement in pvl. The decision was made to deploy a second valve. A second 26mm sapien valve was deployed 60:40 aortic. Although the pvl had marginally improved, it was still graded as 2+. The second valve was post dilated with an additional cc of fluid but there was no improvement in pvl. No additional intervention was performed. The patient was noted to have been in stable condition at the end of the procedure. The 95:5 aortic deployment was attributed to the patient¿s horizontal arch and large annulus size. During deployment of the first valve, the physician attempted to reposition the valve but was unsuccessful. Per report, the aortic valve was severely calcified, the aortic root was mildly calcified, the ejection fraction was 55-60%, the sinotubular junction (stj) measured 27mm, the sinus of valsalva (sov) measured 34mm. The patient had a horizontal aorta, no severe mitral annular calcification (mac) and no ventricular septal hypertrophy. Both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was held and there was no loss of pacing capture during deployment.